Event description:
Hamilton medical ag received the following event description: during the ventialtion, the device alarmed with tf 5507. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing: follow-1 : device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The event occurred during ventilation, however, no harm to the patient, user or third party was reported. Nevertheless, the therapy might be affected if the incident were to reoccur and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. The device alarmed with the technical fault (tf) 5507. According to the service manual of the hamilton-g5, when this tf occur during ventilation, the device sounds a high-priority alarm, displays the technical fault number on the screen and records the technical fault number in the event log. The service engineer conducted troubleshooting and identified the root cause as a defective sensor board pmixer. The sensor board pmixer is located on the sensor board 2. In consequence (correction) sensor board 2 was replaced. After the replacement, the device functioned correctly and put back in use.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation, the device alarmed with tf 5507. No harm to the patient, user or third party was reported.